Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'white screen' which was reproduced during evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be a failed input/ output printed circuit board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a white screen. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.